Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that the device was attempted, but not used due to connector block problems. It was reportedly difficult to remove the svc "leg" of the hv lead from the header block. The device was not implanted. No patient complications have been reported as a result of this event.